Event description:
A home patient contacted baxter¿s technical service center regarding a system error 2240 message that appeared on the display of the home patient¿s homechoice machine during dwell 9/11 of their automated peritoneal dialysis therapy. Reportedly, a cat bit through the supply line causing the air in line alarm. Baxter¿s technical service center assisted the home patient in ending the therapy early. The home patient developed peritonitis. On (B)(6) 2007, the home patient was hospitalized for peritonitis. The home patient¿s effluent was cloudy. Per the home patient¿s nurse, a culture and sensitivity, gram stain, and differential were performed but the results were not available. The nurse did confirm the bacterial organism identified was pasteurella morganella. The home patient was treated with unasyn, 100 mg/l, ip for 21 days. The nurse¿s input regarding root cause of the peritonitis was the break in aseptic technique due to the cat biting through the supply line.

Manufacturer narrative:
(B)(4).